Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing with short v-v intervals. During the rv lead revision procedure the left ventricular (lv) lead was noted as dislodged. The rv and lv lead were extracted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted: (B)(6) 2007; 5076-52 lead implanted: (B)(6) 2007; d314trg ICD implanted: (B)(6) 2012. (B)(4).